Event description:
Reported blood glucose results of "243,159,184,163,and 148 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer service representative walked the pt through three blood glucose tests and obtained results of 131 mg/dl, 140 mg/dl, and 141 mg/dl. The meter and test strips are being replaced.